Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue in the keylog. The original batteries were not available for analysis. The device's battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing, and the device was returned to customer for use.

Event description:
The customer contacted stryker to report that their device turns off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.